Event description:
During a routine follow-up visit, a patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the closed loop stimulator (cls) implant site. An explant was completed.